Manufacturer narrative:
Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Perforation is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient was unable to introduce the peg tube into the stomach. The patient's neurologist recommended that the patient go to the regional hospital for evaluation and imaging. On (B)(6) 2024, the patient went to the hospital and an imaging test was done that revealed the tube was adhered to the stomach. They tried to remove it without success. On (B)(6) 2024, the patient had surgery and the tube was no longer attached to the stomach. The probe was in good condition and the pump was connected. The patient was hospitalized.